Event description:
It was reported that patient received inappropriate shock due to noise and also had multiple aborted episodes. The noise was not reproducible. No anomalies in the lead were observed via fluoroscopy. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.